Manufacturer narrative:
As reported, a 6f-7f mynxgrip vascular closure device (vcd) was used and hemostasis was not perfect, closing failed. No patient injury was reported. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle. The sealant and sealant sleeve remained in its manufactured position which likely indicates device was never inserted into a procedural sheath (sealant was not deployed). The condition of the returned device does not match the reported failure. The catheter and shuttle cartridge were inspected for damages that may have contributed to the reported event. It was noted that the balloon¿s distal tip was severely inverted and the core wire was curved. The condition of the returned device indicates that excessive tension was applied on the device during the procedure which may have contributed to a failure experienced by the customer. Leak testing could not be performed on the balloon of the returned device due to the catheter¿s lumen was clogged with dried contrast in saline solution. Multiple attempts to inflate the balloon with water were exhausted. Shuttle down procedure simulated and advancer tube was properly engaged to the tamp lock as intended per mynxgrip instructions for use (IFU). A product history record (phr) review of lot f1722904 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to achieve hemostasis¿ was not confirmed through analysis of the returned device since it was received with the sealant sleeve still in its manufactured position. The condition of the returned device does not match the description of the incident, and the root cause of the issue experienced could not be conclusively determined. Based on the limited information available for review and product analysis, it is not possible to determine what factors could have contributed to the issue reported since the device showed no sign of attempting deployment as evidenced by the sealant sleeve still being in its manufactured position. However, it appears that excessive tension was applied to the device; therefore, procedural/handling factors with the device may have contributed to the issue the customer experienced. According to the instructions for use, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ additionally, the IFU also states ¿continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved.¿ neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections d4 ad h4 have been updated accordingly. Unique identifier (UDI) # (B)(4). Device manufacture date: august 21, 2017.

Manufacturer narrative:
(B)(4). As reported, a 6f-7f mynxgrip vascular closure device (vcd) was used and hemostasis was not perfect, closing failed. No patient injury was reported. Multiple attempts to obtain additional information were made without success. The product was not returned for analysis. A product history record (phr) review could not be conducted as a lot number was not provided. The reported ¿sealant failure to achieve hemostasis¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, patient factors, pharmacological factors and/or handling factors of the device are possible. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique, and proper placement of the sealant at the arteriotomy. According to the product¿s instructions for use (IFU), which is not intended as a mitigation, users are informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Without a lot number to conduct a phr review, it is not possible to determine if the reported failure could be related to the manufacturing process. Additionally, the information available for review does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a 6f-7f mynxgrip vascular closure device (vcd) was used and hemostasis was not perfect, closing failed. No patient injury was reported.